Event description:
It was reported that a pt underwent a surgical procedure on (B)(6) 2010 and suture was used. The surgeon felt that the needle is getting duller during suturing of the mamma dermis, then he found that the needle had broken at the tip. The fragment was not found. The pt underwent x-ray exam and the surgeon confirmed no fragment remained at the pt's body. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.